Event description:
Pt states that she was implanted with a denstply atlantis abutment on or about the end of (B)(6) 2013. Pt reports that in (B)(6) 2021 she had a 3d x-ray done with her oral surgeon on tooth 13 and that the surgeon examined the implant and alleged feeling the threads on one side of the implant which was abnormal. Of note, pt states that the implant was not loose but there was bone loss. Pt states that in (B)(6) 2021, during a teeth cleaning she was informed about pus around the implant. Pt reports that subsequently on (B)(6) 2021, the prosthodontist removed the crown and abutment and that on (B)(6) 2021, she underwent bone grafting and a healing cap to close up the wound. Of note, pt states that sometime in the beginning of (B)(6) 2021 she found a recall notice for the dentsply atlantis abutment and saw that her device reference number was listed in the recall. Pt reports that since being made aware of the recall notice she has been in contact with the technical supporter from dentsply about the recall and her subsequent dental issues to no avail she alleges. Pt notes concern about whether she will be reimbursed for expenses incurred as a result of the bone loss due to the defective abutment. Pt states that she is currently awaiting a scheduled appointment for crown placement on (B)(6) 2021 so that the dentist can look at the bone growth for an impression. Pt notes that the dentist would like make custom abutment.